Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. No further information available.

Event description:
New information notes that the reason for replacement was systemic infection. There was focal drainage from the incision after the resent generator change that increased in volume and became purulent despite of oral antibiotics and the system was explanted. Blood cultures were negative. The procedure was completed successfully.

Manufacturer narrative:
Analysis was normal. No anomalies were found.